Manufacturer narrative:
Corrected data: product returned to stryker. An event regarding a disassembly issue involving a cup impactor bolt and trident shell was reported. Conclusions: CAPA opened on 16 march 2015 for exceeded complaint rate for da impactor bolt disassembling from shells. The preliminary investigation shows these events are associated with a wide variety of shells and are not specific to shell with this catalog number. There is no evidence or allegation that the trident shell reported within this pi contributed to the event. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Impaction bolt stuck in cup. The surgeon was not able to remove the bolt from the cup as it gets cold welded. To resolve the situation, the surgeon put in a different cup in a larger size.

Manufacturer narrative:
A review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
Impaction bolt stuck in cup. The surgeon was not able to remove the bolt from the cup as it gets cold welded. To resolve the situation, the surgeon put in a different cup in a larger size.